Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-06998. It was reported, the pt is not receiving adequate coverage. Reprogramming was successful. As a result, the pt underwent a trial procedure on (B)(6) 2012. Coverage was achieved during the trial period. The pt will undergo surgical intervention to address the prior coverage issue and to replace the ipg. The reason for replacing the ipg is unk at this time.